Manufacturer narrative:
Unit had broken belt clip rail. No insulin pump error noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the railing was broken at the back of the insulin pump. The customer also reported that there was no physical damage to the reservoir lip ring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.